Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on the instrument and it passed 2 of 2 attempts. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument mounting end would not close. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.